Event description:
See initial report.

Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The distribution board was replaced and the unit will be returned back in service at the customer site. A defect of the distribution board may have led to intermittent communication failure leading to the reported error message.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova(B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device, and the issue could not be reproduced during functional testing. A review of the DHR did not identify any deviations, or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor at the startup. The error code persisted after powering off/on the device. There was no patient involvement.